Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The external paddles and multi-function cable used at the time were not returned as part of this investigation. No clinical data was available. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed "bridge test failed" and "open air discharge" messages. Complainant indicated that there was no patient involvement in the reported malfunction.